Manufacturer narrative:
The reported device malfunction is associated with a personal diabetes manager manufactured after the correction for action res#91127 was implemented. The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm the cause of the reported thermal event. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported the omnipod 5 personal diabetes manager overheated and will no longer turn on. No information was provided regarding whether the patient was using a charging cable supplied by insulet.

Manufacturer narrative:
The case description states the controller displays a white flashing screen and will not power on. It also states the controller is overheating when connected to the charger. The controller was returned without the charging cable or adapter. Inspection of the charging port and exterior of the controller found indication of thermal damage and debris. The controller was unable to turn on with its own battery power. The controller was not plugged due to the observed thermal damage and log files were not uploaded by the user. The tamper seal on the interior back cover was observed to still be intact. The back cover and second interior back cover were removed for further inspection of the controller. The fluid ingress indicators on the pcbs were inspected and were observed to be pink, indicating that they came into contact with fluid. Corrosion was observed on the pcb and evidence of fluid was observed in the device. The exact cause of the reported thermal event and observed corrosion could not be determined.